Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a patient died following mynxgrip vascular closure. The patient was admitted urgently because of a ¿supposed¿ ongoing cardiac infarction. An immediate femoral access intervention took place during blood thinner application. Multiple sheath exchanges were not required. After the intervention, the cardiologist decided to use a mynxgrip vascular closure device (vcd) which was described to have been ¿macroscopic effective¿. The patient was transferred to the inter mediate care station under monitoring and hydration. A few hours later, the patient decompensated. The patient was transferred to the catheterization lab and a re-intervention took place. Under fluoroscopy a femoral hemorrhage was noted. Manual compression was applied and an additional vascular closure device from another company was used. Ongoing hydration and blood supply took place. The patient was transferred to intermediate care under monitoring. Shortly after the patient decompensated again, reanimation was necessary but not successful. The patient died under reanimation. The vcd will not be returned for analysis as the device was destroyed after deployment. Addendum additional information received indicated that the patient initially presented to the chest-pain unit with retro-sternal pain. In the ECG (electrocardiogram) this was initially a steni of the anterior wall. The patient was transported to the cardiac catheterization lab. Coronary angiography revealed a proximally high-grade thrombotic stenosis in the lad (left anterior descending). A des (drug-eluting stent) was implanted in the area of the stenosis with ¿good¿ results noted. Subsequently, the patient was transferred to the intensive care unit. The patient complained of early dysnomia. Ap (angina pectoris) complaints were denied. Hemodynamic compromise and development of a finally hemorrhagic shock event. The patient was unresponsive during the course. Then rapid intubation and start of a new CPR (cardiopulmonary resuscitation). CPR showed a ph of 7.05 and a hb of 9.9 in the bga (blood gas analysis). The patient was relocated to the cardiac catheterization lab. Coronary angiography showed a ¿good¿ finding after stent implantation in the lad. Echocardiographic exclusion of pericardial effusion. Ultrasound showed no signs of intraabdominal bleeding. Angiographically, a bleeding in the right femoral artery was found, in the area of the interventionally treated vascular closure. There upon direct manual compression at the puncture site of the right femoral artery. Two rbc concentrates were administered. Under compression and two-time radiological control of the vascular situation in the area of the femoral artery, the patient was stable without bleeding signs. The patient¿s blood pressure was stabilized with generous volume administration. In the cardiac catheterization lab, a manual compression system at the bleeding site was installed to secure the situation. The patient was re-admitted to the intensive care unit. After the ICU took over, further break-in of the hemodynamics. The rapid bga showed a renewed hb drop. The patient was transported back to the cardiac catheterization lab. Invasive bleeding again occurred in the area of the right femoral artery. Decision to implant a stent graft. Hereby finally stable findings. However, hemodynamic stabilization in the hemorrhagic shock situation of the patient could not be achieved under persistent therapy. In the context of extensive CPR development of a dic (disseminated intravascular coagulation) syndrome, ubiquitous edema, irreversible acidosis, ultrasound detection of intra-abdominal, retroperitoneal fluids. Paralytic ileus. Continuing with the medical and mechanical resuscitation measures, no improvement in the patient could be achieved in the current situation in the absence of differential-therapeutic options. The patient was reported to have died.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient died following mynxgrip vascular closure. The patient was admitted urgently because of a ¿supposed¿ ongoing cardiac infarction. An immediate femoral access intervention took place during blood thinner application. Multiple sheath exchanges were not required. After the intervention, the cardiologist decided to use a mynxgrip vascular closure device (vcd) which was described to have been ¿macroscopic effective.¿ the patient was transferred to the intermediate care station under monitoring and hydration. A few hours later, the patient decompensated. The patient was transferred to the catheterization lab and a re-intervention took place. Under fluoroscopy, a femoral hemorrhage was noted. Manual compression was applied and an additional vascular closure device from another company was used. Ongoing hydration and blood supply took place. The patient was transferred to intermediate care under monitoring. Shortly after, the patient decompensated again, reanimation was necessary but not successful. The patient died under reanimation. Additional information was requested but is not available at this time. The vcd will not be returned for analysis as the device was destroyed after deployment. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The mynxgrip instruction for use lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. Adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation are also possible root causes of bleeding. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Three cd-roms containing multiple cine images were received. Observations: disc 1 shows the coronary intervention to treat a high grade stenosis. Images of the pelvis show a sheath in place. The puncture site appears to be above the inguinal ligament in the distal external iliac artery. This is confirmed on the lateral view. Disc 2 contains 12 cine files. Access is achieved from the left common femoral vein. The first image shows a large av fistula between the right common iliac artery and vein. Subsequent images show active extravasation of contrast from the distal right external iliac artery into the right retroperitoneum. A balloon is inflated across the area of extravasation and angiogram shows no flow through the external iliac artery. A closure device is used on the left access site. Disc 3 contains cine files. Images of the right pelvis show resolution of the active extravasation. The iliac vessels are diminutive in caliber when compared to initial image suggesting vasospasm or hypovolemic state. Conclusion: the reported event involves a patient who underwent cardiac catheterization for acute right coronary myocardial infarction via common femoral artery access. At the end of the procedure a mynxgrip vascular closure device was used for vascular entry site closure. A few hours post procedure the patient hemodynamically decompensated. The patient was transferred back to the cath lab and a re-intervention took place to treat a femoral hemorrhage. After ongoing fluid resuscitation and delivery of blood products, the patient decompensated again and expired. The initial arterial puncture in this case was, unfortunately, high and above the inguinal ligament in the distal external iliac artery. In these cases of inadvertent high vessel puncture there is increased risk of retroperitoneal hemorrhage during and after the procedure. The patient must be monitored very closely for any signs or symptoms of bleeding and reintervention or surgery must be initiated immediately. When using the mynxgrip vascular closure device, the patient must be carefully monitored for this rare event and manual compression immediately initiated. Based on the physician¿s opinion, the reported event is procedurally related and does not involve a product issue.